Event description:
It was reported that the zimmer skin graft mesher was not meshing and the grafts were damaged. Add'l clinical f/u with the customer indicated that the grafts weren't damaged, but rather the mesher wasn't meshing the graft completely. Hospital staff stated that she believes that it was actually the cutters that were damaged and that the cutters have since been replaced with newly purchased cutters. There was no pt injury or impact to the pt and the device was replaced with another mesher to complete the procedure. The procedure was extended by just a few mins to retrieve the alternate mesher.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.